Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported that the electrodes are digging into her skin and caused sores puss all over her chest and back that have broken open and are bleeding. Patient also reported puss all over her chest and back. Patient reported treating the sores with iodine and ointment. It is unknown if the patient received medical attention. Outcome of the wounds are unknown as follow up attempts were unsuccessful.